Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code. The root cause for the damaged connector could not be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).